Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) discussed and recommended replacement. Subsequently, this device was explanted and replaced. This pacemaker has not been received for investigation. No additional adverse patient effects were reported.